Manufacturer narrative:
Anomaly was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction MDR required to correct date returned to manufacturer. The return date on the initial MDR is incorrect.

Event description:
It was reported that during implant procedure, no sensing or shock impedance could be measured when connecting the lead to the device. Another lead was used. The patient¿s condition was good.